Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported by the patient's mother that her child faced an event on (B)(6) 2025 where tape was not sticking. The blood glucose level of the patient was 500 mg/dl and ketones were 4 mmol/l. Also, the patient was thirsty, felt sick and had dizziness. Therefore, the patient was hospitalized for more than twenty-four hours. During hospitalization, the patient was treated with intravenous insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code adhesive patch lifts or detaches during use. The batch 6007136 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007136 were previously tested in (B)(4) on 01/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6007136 was manufactured according to the wi version 79 packaging in the multivac 12, on 16/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6007136 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.